Event description:
After an implantation period of approximately 6 months it was reported that the lead was explanted due to observed fracture.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis revealed that the conductor coil was found fractured directly next to the lead tip, as mentioned in the complaint description. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consistent bending in this region. The available x-ray images were analyzed and a kink in the region of the distal end could be confirmed. Furthermore, between 5 cm and 15 cm distal to the is-1 connector pin cuts in the insulation were found which most likely occurred during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.